Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient underwent bypass surgery on (B)(6) 2010. Device testing after the procedure found loss of capture on the right ventricular lead. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced; lead insulation damage was noted. It was suspected that the cannulation procedure during the bypass likely caused the lead damage and dislodgement.